Event description:
The patient felt no stimulation sensation. A circuit was open. The broken lead was successfully replaced. The patient outcome was reported as 'no injury'.

Manufacturer narrative:
The lead was received by the manufacturer on 11/18/2008. All the conductor wires were broken at the twist lock anchor site.